Event description:
It was reported that one day after the implant procedure, the right atrial and right ventricular leads had pulled back. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.